Event description:
The company was notified that the patient experienced sound quality issues including intermittent overly loud stimulation following an injury to the head at the site of the implant. A large bruise and swelling was observed over the implant site. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's c1 device will be scheduled.